Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the hcp reported that they did not know the cause of the depletion. The hcp noted that the device should have been sent back, however there was no additional information available. No further complications were reported/anticipated.

Event description:
A patient reported their first implantable neurostimulator (ins) was replaced due to normal battery depletion as they were using high settings. Their second ins was using low settings and depleted just after a year and a half. The patient wanted to find out if the 2nd ins analysis was completed and what caused the premature depletion. They stated that they had a CT scan and two diagnostic ultrasounds and wondered if that would have caused the premature depletion. Compatibility information was reviewed and it was reviewed that analysis results would go to the healthcare provider (hcp). No further complications were reported/anticipated

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.